Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade procedure. The existing ventricular pacing lead was repositioned to become the right atrial pacing lead. During manipulation, the physician damaged the insulation and fractured the lead. The physician elected to place the lead in the atrial port of the defibrillator with a new ventricular lead implanted. Upon testing, it was noted that the impedance of the legacy lead now in the atria was low with no sensing or capture noted through the device. The physician decided not to revise the lead leaving it inactive and reprogrammed the device. There were no adverse consequences to the patient.